Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path.  There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. On the previously submitted report, the wrong cfn/fei# on the general information tab was selected.  It is corrected on this report.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path.  There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. On the previously submitted report, the wrong cfn/fei# on the general information tab was selected.  A correction report was filed correcting the cfn/feo# where a brand new report should have been submitted. A new initial-only report will be filed.

Manufacturer narrative:
The device ha not been returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.